Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A customer reported receiving an unspecified low sensor scan as compared to reading obtained on the built-in meter. The customer was disoriented, subsequently lost consciousness, and required unspecified treatment by a family member. No additional details regarding treatment were provided as customer could not remember. The customer further reported a scan result of 'lo' (readings less than 40 mg/dl) as compared to reading of 167 mg/dl on the built-in meter, taken on an unspecified date. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.